Event description:
The pt underwent a corpectomy at l2 spine level on (B)(6) 2013, with placement of a vertebral body replacement (vbr) and lateral plate fixation. At an unk date following surgery, the pt sustained a heavy fall. F/u review by the surgeon noted the vbr partially penetrated the l1 and l3 vertebral bodies and three of the four fixation plate screws had become dislodged.

Manufacturer narrative:
(B)(4). Surgical revision occurred (B)(6) 2013. The vbr remains in-situ. The lateral plate was explanted. Pedicle screws were then placed for fixation. Product has not been returned for eval. The surgeon reported the fall is the cause of the reported event and that no product malfunction occurred. Nuvasive is attempting to gain add'l info regarding the specific product implanted. No radiographs have been provided for review at this time. Subsequent relevant info will be submitted when available.